Manufacturer narrative:
The remaining devices were evaluated and the issue was confirmed. Six devices had no defect found, and the remaining devices had broken/damaged components. All devices were returned to service.

Event description:
This report summarizes 65 malfunction events, where it was reported the brakes wouldn't engage. There was no patient involvement.

Manufacturer narrative:
6 of the remaining devices were evaluated in the field. The issue was confirmed in 4 of the devices. They had damaged electrical components. These devices were repaired and returned. 2 of the devices were evaluated and no defect was found that would cause or contribute to the reported event.

Event description:
This report summarizes <noe> 65 </noe> malfunction events, where it was reported the brakes wouldn't engage. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 25 devices were evaluated in the field and the issue was confirmed; five devices had worn components, 25 devices had broken/damaged components, two devices had calibration issues, one device had dirty components, one device had a bent component, and one device had an electrical short. The devices were repaired and returned. Nine devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 24 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 65 </noe> malfunction events, where it was reported the brakes wouldn't engage. There was no patient involvement.